Event description:
It was reported that post implant of an implantable cardiac monitor (icm), the patient had a symptomatic episode that appeared not to be captured on the icm. Noise was also found on the stored data. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).